Event description:
A piece of the instrument reportedly snapped off during acl surgery. The piece was retrieved from the pt's knee and discarded. It was reported that no injury was incurred, and no further treatment is anticipated.

Manufacturer narrative:
Unable to confirm the customer's reported problem as to date the product has not been returned to conmed linvatec for investigation. A follow-up report will be sent after product is received and investigated.